Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As the pressure and flow rate applied during use were unknown, and no defective samples were received for further analysis, it could not be confirmed that the root cause of the septum dislodgement was related to product quality. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Event description:
The patient underwent a full abdominal CT scan on the morning of january 26. While the nurse was pre-flushing the catheter with saline after inserting the catheter, the white cap at the tip of the catheter fell off and popped out; a new catheter was subsequently inserted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.